Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site, replicated the issue and replaced the integrated electrosurgical unit (iesu) to resolve error c-34. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint to perform failure analysis. The iesu was analyzed, and failure analysis confirmed and reproduced the reported issue when the unit was placed on an in-house system and run in normal mode.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the c-34 error was observed. The customer tried to power cycle the integrated electrosurgical unit (iesu) multiple times with no change. The intuitive surgical inc. (Isi) clinical sales representative (csr) reported got the covidien cable out and connected the covidien electro surgical unit (esu). The customer would use covidien monopolar energy for case. The procedure was completed as planned with no reported injury.